Event description:
Rep reports a pt connector disconnected at the facility. The event resulted in a 300-400cc bloodloss. No additional info is available. Clinical quality manager (cqm) is obtaining more info regarding this event. Questionnaire faxed to dept of nursing on 6/6/2000. 6/15/2000: new info received from continuous quality management. This pt event was a leak at the pt connector to quninton permcath, as the connection was found to be "loose" and not completely disconnected. Estimated blood loss reported as 300cc. The connection was tightened and dialysis treatment was continued without any further problems. There was medical intervention as a transfusion was ordered for the next dialysis as the pt's hemoglobin "was already low" (value not reported). 6/15/2000: "qs" left telephone message for d.o.n. Requesting availability of complaint sample. 6/16/2000: "qs" called clinic. Chief tech reported the correct bloodline catalog number and that the lot number and complaint sample are not available. States the bloodline was not saved, as the cause of the leak was due to user error (or procedural clinical variance).